Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pin 4 on the j1 connector was damaged. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were found to be in normal shape and condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective